Event description:
Guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) had recorded several episodes of noise on the ventricular rate/sense channel. The noise was reported to have been large amplitude, erratic and sensed by the device. The right ventricular pacing impedance measurements were also high and out of range. The noise could be reproduced by isometrics. A guidant technical services consultant discussed that the likely cause of the noise was a connection or setscrew issue. Additional information was received that the pocket was reopened. The physician found a loose connection with the right ventricular transvenous defibrillation lead. Lead measurements were normal when tested through a pacing system analyzer, so the lead was reconnected to the device header, connection was confirmed and the pocket was reclosed.